Manufacturer narrative:
Animas customer technical support obtained clarifying information from the reported regarding this complaint; the pump issue was clarified as moisture ingress in the cartridge compartment. There is also a correction to the initial report narrative; there was no indication that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and investigated by product analysis on 01/17/2017 with the following findings: there was no moisture observed inside the battery compartment and no damage to the cartridge compartment. The returned cartridge cap was able to be attached properly. Leak testing failed due to a missing audio bolus button cover. There was no evidence of moisture inside the pump. All test steps could not be completed due to the missing audio bolus button. Investigation did not duplicate the complaint of a thick, oily substance in the cartridge compartment.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged there was ¿goo¿ in the cartridge compartment. The reporter described the substance as ¿not corrosion or moisture, but a thick, oily substance.¿ there was indication that this issue caused or contributed to an adverse event. The device is being replaced due to customer insistence. This complaint is being reported because the reported issue has the potential to result in long-term cessation of insulin delivery to the patient.